Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log and cgm data found no evidence of device malfunction. Insulin delivery was manually suspended at approximately 5:00 pm on (B)(6) 2025 before a planned exercise period and resumed later that evening as intended. Cgm data shows a significant decline in blood glucose from approximately 180 mg/dl in the afternoon to a nadir near 44 mg/dl coinciding with the time the user was found unconscious with a bg of 33 mg/dl. The event appears related to a large insulin dose administered following a meal announcement at 3:00 pm, followed by insulin suspension during exercise, consistent with insulin stacking or overcorrection and inadequate carbohydrate intake. The user's reported behavior of reducing meal announcements likely contributed to variable insulin dosing. No device malfunction was identified. Should additional information become available, a supplemental report will be submitted.

Event description:
On 18-jun-2025, a caregiver reported that on (B)(6) 2025 the user experienced a low blood glucose (bg) event following a 45-minute workout during which insulin delivery was suspended. The user was found unresponsive with a reported bg of 33mg/dl and was transported to the emergency department by ems. The user was treated with food and hydration and has since resumed contact with the care team.